Event description:
Boston scientific received information that the patient with this right ventricular lead was seen in the emergency room after experiencing syncope. The device was interrogated and noise was noted on the rv lead. The noise was over-sensed and led to pacing inhibition with approximately three seconds of asystole. The noise was able to be reproduced with arm movements. Subsequently lead safety switch was triggered due to rv pace impedances being greater than 2500 ohms. Fluoroscopy was performed where it appeared that the rv lead had sustained a clavicular crush fracture. The patient was seen for a revision procedure where the device was explanted and the lead was surgically abandoned. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.